Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low impedance and the lead insulation was damaged. The ra lead was explanted and replaced. The left ventricular (lv) lead implant was attempted, but unsuccessful because the physician "wedged" the lead before deploying. The lv lead exhibited high thresholds and low impedance during testing, so the lv lead was explanted and replaced. Once the lv lead was removed from the body, a significant amount of tissue on the distal portion of the lead was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analysts noted that this is not a lead failure. If information is provided in the future, a supplemental report will be issued.